Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.